Event description:
Biotronik evia dr-t pacemaker's default magnet effect is to turn the pacemaker to 10 asynchronous beats and then return to its set mode. All other FDA approved pacemaker's default magnet effect is to turn the pacemaker to asynchronous. For perioperative pacemaker management this is an issue since patient's do not always know what type of pacemaker they have. This pacemaker actually got through our preoperative pacemaker clinic's recommendations because they thought the magnet would default to an asynchronous mode. This patient was under general anesthesia and when the magnet was applied for her surgery, it would not go into an asynchronous mode for more than 10 beats. For many operative procedures, pacemaker's need to be set to asynchronous and for the biotronik pacemaker's you must call ep to reprogram it. FDA safety report ID # (B)(4).